Event description:
It was reported that while in use on a pt, the device could not deliver temperatures below 33c. After restarting the device, multiple alarms occurred and the right side of the screen went blank. The unit was swapped for another. No pt injury reported. Reference: (B)(4). Ref. MFR # 8010762-2014-00218.